Event description:
Reported to king systems in 2008: as stated in complaint received from user facility: last evening one of the staff did an induction and then kept getting high etco2 alarms and wasn't able to deliver the set tidal volume. The co2 kept climbing and then they noticed the purple inner tubing of the circuit was in two pieces like it had been cut. Circuits switched and everything returned to normal. They discovered the problem before there was any patient harm.

Manufacturer narrative:
King systems investigation summary of returned product: returned device was received 07/03/08. The review of the returned sample, confirmed that, at the end of the inner tube connected to the machine end (f2 filter end), there was a break in the inner tube (15mm purple tube) at the sixth corrugate. The break in the tubing was clean (in that the purple tube was in two pieces).